Manufacturer narrative:
The blower motor assembly was returned for failure investigation. The blower motor assembly was tested. Customer complaint verified. Returned blower failed temperature sensor test during the stress test.

Manufacturer narrative:
G4:12apr2021. B4:05may2021. The device was not in patient use at the time of the alarm and there was no report of patient or user harm/impact. The fse confirmed the reported issue and replaced the blower assembly to resolve. The device fully met specification after the repair was completed and returned to use.

Event description:
It was reported to philips that the device displayed a blower temperature high alarm when powering on the unit. The device was not in patient use at the time of the alarm and there was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that there were no errors in the event log and requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.